Event description:
Following cochlear implant surgery on (B)(6) 2025, the user developed early postoperative swelling, fever, and later wound dehiscence with purulent infection and necrosis, requiring revision surgery in (B)(6) 2026, prolonged antibiotic treatment, delayed wound healing until late (B)(6), transient activation, and eventual device extrusion in (B)(6) 2026. The clinic has scheduled explantation of the device next week due to persistent infection and extrusion, with a plan for re-implantation approximately six months later after.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.